Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the ins depleting quickly, having to recharge often and it taking a long time to recharge was not determined, but the rep indicated that the main issue mentioned by the patient was that it took longer to recharge due to inefficient coupling. The patient seemed to be tired of charging, which took them much longer due to poor coupling according to the patient. The rep stated that they thought between the patient and the physician they decided that the new ins model would give the patient a much better experience with charging and charging speed. The appointment was very quick with the patient and the physician, coming to a quick consensus to change the ins out for the new implant model. It was indicated that the explanted ins would not be returned as the customer discarded it and did not require analysis of the ins. It was indicated that the provided information had been confirmed with the physician. No further complications were report ed/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an lumbar radiculopathy and spinal pain. It was reported that patient had let their ins go into overdischarge and the patient and physician opted to upgrade the patient¿s ins with the newer ins model. Factors that contributed to the issue was the patient stated that it took a long time to charge and they forgot to charge the battery letting it go into overdischarge. They stated that they weren¿t getting the best connection during charging and they were tired of charging all of the time. The patient felt like the battery would discharge quickly as well. The rep tried to read the patient¿s ins with their clinician programmer and they were unable to. It was reported that this confirmed the ins was discharged. No intervention was done as the patient and physician planned to replace the ins as the physician believed the newer ins would give the patient an overall better experience with charging. The issue was not resolved at the time of the call. The patient was scheduled for the replacement on (B)(6) 2019. No further complications were reported/anticipated.